Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was 130 mg/dl.